Manufacturer narrative:
(B)(4). It is unk if revision surgery has occurred. The affected components have not been returned to nuvasive for eval. Root cause of the reported event has not been determined. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: "potential risks identified with the use of this device sys, which may require add'l surgery, include: fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Following placement of pedicle screws at the l4 - s1 disc spaces, it was reported that the left superior screw components had separated. No injury has been reported.